Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. A detailed analysis of software logs was performed and showed that a collision between the arm of the robot and the patient¿s head frame caused the error with the controller and the shutdown of the device. It is a normal behavior of the device. The release of the vigilance device could have avoided the collision. Therefore, it can be considered as a use error. After the restart, the field service engineer changed the orientation of the arm to reach the trajectory without colliding and the surgery had no further problems.

Event description:
During guidance to trajectory "sma-l" (around 13:08 est), the robotic arm collided with the patient head holder (mayfield), causing the controller to shutdown (unrecoverable error message on screen), and the robot needing to be restarted. The arm moved to the trajectory, and then the surgeon moved in the "axial" movement towards the patient. The head holder was struck by the first joint in the robotic arm as it was moving closer to the patient head, which caused the shutdown. There did not appear to be head movement due to the collision. The field service engineer (fse) warned the surgeon that all the trajectories on the left side of the patient's head may be difficult to reach with the head holder positioned the way it was, but the attempt was made by the surgeon. After the robot was restarted, the fse went back to the same trajectory, but changed the orientation of the arm when going to the trajectory. This allowed the arm to move away from the head holder, and successfully reach the planned trajectory. For all 5 planned trajectories on the left side, the same change in the arm orientation was made when driving to the trajectories, and no other collision issues were experienced. The patient was under anesthesia and incisions were made. The delay was less than 5 minutes.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During guidance to trajectory "sma-l" (around 13:08 est), the robotic arm collided with the patient head holder (mayfield), causing the controller to shutdown (unrecoverable error message on screen), and the robot needing to be restarted. The arm moved to the trajectory, and then the surgeon moved in the "axial" movement towards the patient. The head holder was struck by the first joint in the robotic arm as it was moving closer to the patient head, which caused the shutdown. There did not appear to be head movement due to the collision. The field service engineer (fse) warned the surgeon that all the trajectories on the left side of the patient's head may be difficult to reach with the head holder positioned the way it was, but the attempt was made by the surgeon. After the robot was restarted, the fse went back to the same trajectory, but changed the orientation of the arm when going to the trajectory. This allowed the arm to move away from the head holder, and successfully reach the planned trajectory. For all 5 planned trajectories on the left side, the same change in the arm orientation was made when driving to the trajectories, and no other collision issues were experienced. The patient was under anesthesia and incisions were made. The delay was less than 5 minutes.